Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low and high blood glucose levels. Customer's blood glucose levels went as low as 40 mg/dl and as high as 600 mg/dl. Customer treated their low blood glucose levels via food and their high blood glucose levels via insulin pump. Customer declined to troubleshoot and advised they are working with their healthcare provider to improve their blood glucose levels. The insulin pump will not be returned for analysis.